Manufacturer narrative:
Describe event or problem: it was reported that two (2) exactamix eva tpn bags leaked from a pinhole located on the front of the bag. One device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by filling the bag with water. No leak was observed. The second device was not returned for evaluation a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified for the sample returned. The second device was not returned for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a pin hole which resulted in leaking from the front of the bag. The leak was observed during filling of the device. There was no patient involvement. No additional information is available.